Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
It was reported that the caregivers wanted to pick up the resident from the floor, at this time lift did not go down all the way to floor. Caregiver pulled up on the sling to attach to maxi move. Felt pain in left shoulder. Caregiver tested function of the maxi move after incident and it went all the way up and down without any issues. Technician visiting the site confirmed that the device is working according to the specification and this could be an issue with un-charged battery.